Event description:
Broken during a procedure on (B)(6) 2012, the metz scs tips were being used and all of the sudden it fell off in the patient abdomen. The doctor was able to retrieve it with no harm to the patient. (B)(6) 2012, writer spoke with (B)(6) at the facility. She confirmed that no harm came to the patient. The physician retrieved the tip from the patient and attached a new tip to the handle and continued the procedure to completion with no other incident. She confirmed the handle was performing as intended.

Manufacturer narrative:
(B)(4): one (1) switch-blade scissor tip disposable metz tip was returned for evaluation for being broken. Investigation did not confirm the reported issue. The returned scissor tip was functionally tested on compatible handles which tips are required to be used with. All findings revealed that there was nothing functionally wrong with the scissor tip. The tip also passed the cut test. With use in conjunction with the correct handle the scissor tip returned functioned as intended. It is important to properly install the switch blade tip to the correct handle and assure it locks in securely and engages correctly when attached to the handle or the switchblade tip will fall off. The most probable root cause of this issue is that the switchblade scissor tip was installed improperly and therefore did not fit correctly which caused the tip to fall off into the patient. Possible it was installed at an angle and did not lock in to engage with the handle. Note: the handle that the customer used was not returned with the tip for quality evaluation to do a full assessment for the failure; therefore, the scissor tip returned was evaluated on our test handles in-house and passed all acceptance criteria.